Manufacturer narrative:
Consumer reported that there was trauma and or an accident, primary stability was achieved, before prosthetic restoration, osseointegration was also achieved.

Event description:
Consumer reported that there was trauma and or an accident, primary stability was achieved, before prosthetic restoration, osseointegration was also achieved.